Manufacturer narrative:
Visual inspection was not performed as the lens has been discarded. The reported complaint cannot be confirmed. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. No deviation or non-conformity associated with the complaint were found. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Pt age/date of birth: unknown. Pt gender/sex: unknown. Initial reporter: address of account: not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the pcb00 intraocular lens (iol) was cracked/torn during handling, loading issue. The lens touched the eye and it is indicated the lens was fully inserted and removed. The surgery was completed with another lens and there was no reported patient injury. No further information is available.